Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. It was reported that the needle and suture were detached once the package was opened.

Manufacturer narrative:
Samples received: 31 unopened and 1 open pouches. Analysis and results: there is a previous complaint of this code batch regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 31 closed and an open and unused sample with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.75 kgf in average and 0.34 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.